Event description:
Information was received from a vns treating physician in (B)(6) that they had a vns patient with epileptic encephalopathy and severe intellectual disability that had died a few months ago. No further details were provided as to the cause of their death or circumstances surrounding it. Good faith attempts are underway for further details. Date of event not known at this time.